Event description:
Caller alleged imprecision with the inratio meter. Pt milks the finger in the attempt to collect sufficient sample for the test, pt's therapeutic range: 2.5-3.5.

Manufacturer narrative:
Investigation: user did not provide lab testing result for direct comparison with provided inratio results. Insufficient info provided to determine conformance to establish accuracy standards. Further comparative analysis is not possible. Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio results: (1.2, 1.8), mean: 1.5, sd: 0.42, %cv: 28.28, result: fail. Date: (B)(6) 2012, inratio results: (3.7, 3.7), mean: 3.7, sd: 0.00, %cv: 00.00, result: pass reported results from (B)(6) 2012 produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. All other user-reported results occurred on multiple different dates of testing. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of these other reported results is appropriate. User reported milking pt finger in the attempt to collect sufficient sample for test. Per product user guide - precautions and warnings "do not use strong, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. User also reported adding more than one drop of sample to test strip. Double dropping (adding two drops to one strip) is a known cause for pre-analytical errors in finger-stick sample collection. User reported pt thyroid dysfunction. Per product insert, "liver disease, congestive heart failure, thyroid dysfunction and other diseases or conditions can affect the action of oral anticoagulants and the inr value." Any of these issues may be root cause. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot# 273315. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: review of the complaint revealed no lab reference testing has been performed. Accuracy discrepancy should not be based on these test results. Analysis of the client's data from repeat inratio tests revealed that one out of total two test results ((B)(6)) did not meet precision criteria. Other tests were performed over three (3) hours apart. It is reasonable to expect changes in the status of the pt. Root cause could not be determined. Customer having improper operational techniques cannot be ruled out as a cause for unexpected inr results. Pt's condition is also a potential cause for unexpected inr results. No product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, twenty seven (27) discrepant results complaints were reported for lot# 273315 yielding a complaint rate of (B)(4). Action threshold ((B)(4)) has been reached. Strip lot in complaint has strip code (B)(4) which brick lot# 257217 was assigned and packaged into strip lot#s 273315, 273316, and 273314. Thirty seven (37) total discrepant complaints have been reported for lot#s 27331, 273316, and 273314 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.